Event description:
It was reported that the device battery had allegedly prematurely depleted. Device explant is anticipated to resolve the event and no patient consequences were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted and replaced to resolve the event and no patient consequences were reported.

Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted and replaced to resolve the event and no patient consequences were reported.